Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on electronics. Pump had minor scratched display window, cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 132 mg/dl. The customer reported that the device was exposed to swimming pool water. Customer reported that he got pushed into the pool. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.